Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Over-the-phone troubleshooting was preformed and the issue was resolved by reloading the navigation software task. No parts were returned or replaced and no further issues were reported. A software investigation was also completed. This investigation found the reported issue to be related to a known software anomaly. This anomaly is tracked through a software anomaly tracking database and references to this case have been added.

Event description:
A medtronic representative reported that they were unable to navigate the probe upon entering the navigation task. Crosshairs remained red even when the probe and frame were visible in the camera tracking view. This behavior was intermittent and did not matter which procedure type he was in. The navigation system was not being used clinically, this was discovered at the (B)(4). There was no patient present when this issue was identified.